Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had recently been experiencing insulin absorption issues. The customer's blood glucose (bg) level was 700 mg/dl and insulin pens have been used to address the high bg level. The customer stated that the pump and supplies have had no issues. The customer reverted to using insulin pens to manage diabetes until the absorption issue can be discussed with a healthcare provider.